Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "a leak inside the pump pouch". Patient instructed to "turn off the pump and tighten the blue clamp". Patient also instructed to contact their infusion center. Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.